Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Extrusion: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, an opening and non-penetrating nick were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture". Later, patient reported implant was "coming out of my body", breast tissue and pocket "were totally destroyed" and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. Later, healthcare professional reported implant was intact. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, b5, d6b, h.6. The event of erosion is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Later, patient reported implant was "coming out of my body", breast tissue and pocket "were totally destroyed" and exchange from a textured to smooth breast implant due to the patient¿s concern with the product. This record is for the left side. Device was explanted.